Manufacturer narrative:
The device remains implanted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same pt reported under MDR ID: 3008374097-2014-00094 (allergan complaint pr#:(B)(4)).

Event description:
Healthcare professional reported implantation of seri with a concomitant cohesive silicone gel breast implant on (B)(6) 2013 during primary breast reconstruction. Post implant on (B)(6) 2014, the pt experienced bilateral "wound dehiscence" requiring hospitalization. Concomitant breast device was explanted and replaced on (B)(6) 2014. Seri device remains implanted. Pt was additionally treated with oral ciprofloxacin and paracetamol.